Event description:
It was reported that catheter stuck on wire occurred. The target lesion was located in the non-calcified and non-tortuous superior vena cava. The opticross imaging catheter was selected for ultrasound of the target lesion. During insertion, it was noted that the unknown wire began to loop up as it was not pulled tight to be able to advance the catheter. The monorail part of the catheter split open when it was forced to advance. The devices were removed intact, wire was straightened out and was used again. The procedure was completed without the use of an imaging catheter. No patient complications were reported.

Event description:
It was reported that catheter stuck on wire occurred. The target lesion was located in the non-calcified and non-tortuous superior vena cava. The opticross imaging catheter was selected for ultrasound of the target lesion. During insertion, it was noted that the unknown wire began to loop up as it was not pulled tight to be able to advance the catheter. The monorail part of the catheter split open when it was forced to advance. The devices were removed intact, wire was straightened out and was used again. The procedure was completed without the use of an imaging catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Microscope inspection also revealed that the guidewire exit port was torn and deformed, and that the imaging window was kinked. The distal housing could not be observed due to residues inside the imaging window. X-ray analysis inspection of the distal housing revealed evidence of saline damage.